Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument was available for evaluation. The cable breakage did not cause fragment(s) to fall into the patient's anatomy. Patient has not returned to hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-surgical tests like x-ray/ultrasound were not performed to check for remaining fragments. Photographic images or video records of procedure were not available for review. Patient information was requested but, site was unable to release it.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.